Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil perforation through either fallopian tube"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included body mass index normal, dysuria, feeling of hot flushes, cystitis, uterine fibroids and uterine bleeding. Concomitant products included cefradine (ancef), duloxetine hydrochloride (cymbalta) since 2012, gabapentin from 2014 to 2017, metoprolol from 2016 to 2017 and oral contraceptive nos since 2016 to (B)(6)2017. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2010, the patient experienced alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes on back"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) unilateral oophorectomy - right). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, headache, depression, dyspareunia, alopecia, vision blurred and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, rash and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6)2010. Current weight 166lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received: reporters were added. Patients demographic details were added. Essure insertion date was updated. Events: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, migraines, headaches, psychological or psychiatric problems condition: depression, rashes on back, dyspareunia, fatigue, hair loss, blurred vision, weight gain were added. Event onset date and outcome were added. Concomitant drugs were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforation through either fallopian tube') and pelvic pain ('pelvic pain / pain') in a 43-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included body mass index normal, dysuria, feeling of hot flushes, cystitis, uterine fibroids and uterine bleeding. Concomitant products included cefradine (ancef), duloxetine hydrochloride (cymbalta) since 2012, gabapentin from 2014 to 2017, metoprolol from 2016 to 2017 and oral contraceptive nos since 2016 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes on back"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) unilateral oophorectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, headache, depression, dyspareunia, alopecia, vision blurred and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, rash and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2010. Current weight 166lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforation through either fallopian tube') and pelvic pain ('pelvic pain / pain') in a 43-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Concurrent conditions included body mass index normal, dysuria, feeling of hot flushes, cystitis, uterine fibroids and uterine bleeding. Concomitant products included cefradine (ancef), duloxetine hydrochloride (cymbalta) since 2012, gabapentin from 2014 to 2017, metoprolol from 2016 to 2017 and oral contraceptive nos since 2016 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes on back"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral) unilateral oophorectomy - right). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, headache, depression, dyspareunia, alopecia, vision blurred and weight increased outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, rash and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2010. Current weight 166lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.